Manufacturer narrative:
(B)(4) date sent: 7/6/2016. Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: did this issue occur when the packaging was being opened? Or prior to opening it was noticed that the seal was incomplete? Event occured before use, at opening it they saw it was not sealed.

Event description:
It was reported that during an unknown procedure, at taking the clamp from the packaging, the surgeon noticed that packaging was not sealed and sterility compromised. Device was not used on the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n53w62 . The analysis results found that an long60a device was returned outside its original package. In addition, only the tyvek was returned for analysis. The tyvek was visually inspected and the seal area had evidence that it was properly sealed. No further investigation can be performed not all the packaging material was returned. No conclusion could be reached as to what may have caused the reported incident. There may have been other circumstances or issues that occurred that we were unable to duplicate during our laboratory analysis.